Event description:
Terumo medical corporation received the following information: it was reported that upon completion of the hepatic angio, angio-seal was used to close the femoral arterial access. Proper steps were utilized throughout the deployment. The physician stated that the footplate/anchor was deployed via insertion of the angio-seal device through the sheath to the first click position. However, when the physician tried to set the anchor by retracting the angio-seal device to the second click position, the locking mechanism failed, exposing the back end of the suture. Hemostats were used to grab the back end of the suture, retract and apply tension to cinch the collagen and footplate together, tamp the collagen, and seal the access. Ultrasound was used to visualize that the footplate was in the proper location, the patient did not experience any adverse effects, and the procedure was successfully completed. The patient remained in stable condition. There was no blood loss. The procedure was a hepatic angio. A 5fr procedure sheath was used. There were no issues noted during insertion.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requeted, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for device detachment as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).